Event description:
--

Manufacturer narrative:
Additional information received indicated that a revision procedure took place. The rv lead was surgically abandoned. A new rv lead was successfully implanted. The device was also electively replaced due to normal battery depletion. There was no evidence of a conductor fracture. However, connections were verified and reconnected and the out of range impedances remained. No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking lead impedances greater than 125 ohms. The impedances had been trending upward in the last two months. Within the last two weeks, there had been several instances of greater than 125 ohm impedances with some fluctuations. The patient was currently wearing a back brace. A boston scientific crm technical services consultant recommended obtaining a chest x-ray. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--